Manufacturer narrative:
(B)(4). Investigation summary: one sample was received and evaluated. It came in an opened packaging blister with needle assembly with a plastic shield. A visual inspection was performed with a 10x magnifier lens. The needle has white epoxy towards the needle tip. It is about ¼¿ long. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation and sample analysis the symptom reported by the customer is confirmed. This lot was produced for 3.49 mm units; therefore, the cpm is 0.29. We will continue monitoring and trending this lot for this symptom. Root cause description: a potential root cause can be attributed to the needle assembly line. The plastic hub is placed under the cannulator; then, the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 18 x 1 in blunt fill had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: material no. 305181, batch no. 9350653. It was reported that foreign matter was found on the needle inside the package.